Event description:
Patient commented he has only had problems the v-go's in the summer (coming off without him sweating). Patient stated he does not recall how many v-go's have fallen off, he just recalls it happening.